Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found an issue with a connector that led to a damaged power supply printed circuit board (pcb). The se replaced the breath delivery (bd) power controller distribution pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during maintenance, a 980 ventilator had a battery failure. The ventilator was not in use on a patient at the time of the reported event.